Event description:
The ge oec 9800 fluoroscopy system had a vertical lift column failure. Additionally, the system was displaying low ma error codes during procedures.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a defective ps3 power supply for the vertical lift column that was removed and replaced. The x-ray tube was found to be failing which caused the low ma errors. The x-ray tube was removed and replaced to restore functionality. The system was re-calibrated. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.